Event description:
A malfunction was reported on the pump, with the caller unable to provide any notable events prior to the issue. The impact on the customer's blood glucose level was unknown, as the caller declined to answer whether the level exceeded 500 mg/dl. The customer intended to reset the malfunction code after reaching her charger and planned to call back to continue troubleshooting.